Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 2048810. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: embecta was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported that the technician stuck their finger on the relion® insulin syringe needle after the consumer had already stuck their finger on it. The technician was sent to the lab for blood work as a result. The following information was provided by the initial reporter: "stated, his technician stuck his finger on the needle. Stated, before his technician stuck his finger, a consumer stuck her finger first on the same needle. Stated, the individual bag of 10 syringes was sold to the consumer. The consumer stuck her finger. Handed the bag back to the technician who then, stuck his finger. Stated, the consumer does not want to report a complaint. Stated, the technician was sent to the lab for blood work."